Event description:
Complainant alleged that while monitoring an 85 yr old female pt with high blood pressure and hypertension, the device displayed a dotted line, and a check electrode message. The monitoring was continued with another device. There were no adverse effects on the pt.